Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a spinal cord stimulator replacement procedure involving an implantable neurostimulator, there was no c ommunication and the device indicated the leads were not connected, with the lead connection status shown as ¿red.¿ lead impedance and connection checks were performed on an already implanted stimulator and the impedances were not out of range and connections were reported as good. The tablet and communicator were swapped, but the lead connection status continued to show red. The lead was then checked on an external neurostimulator and connections were reported as good. After approximately 45 minutes of troubleshooting, the system was connected to a new battery and the connections were then reported as good, and the issue was resolved. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.